Event description:
A report was received that a patient's ipg was flipped in the pocket. It was confirmed by x-ray. The patient was experiencing charging difficulties. The physician revised the scs implant. The physician used electrocautery during the revision and chose to replace the scs precision generator. The physician implant manual (# 9055940-001 rev aa) warns against using electrocautery with the generator.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.